Manufacturer narrative:
Concomitant medical products: product ID 7427, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported a loss of therapy. The scs therapy never really helped him and he was thinking about getting it removed. The last time he had it checked, they found there were "two leads broke off the spine". This was discovered when a manufacturer representative came and "connected it with the computer". The patient had not seen the implanting hcp since implant surgery and he had not had follow up appointments with hcp. The patient outcome was unknown. The indication for therapy was complex reg pain syndrome type ii. If additional information is received, a follow-up report will be sent.